Event description:
It was reported that a restoration modular stem was being removed from the pt due to infection. The surgeon used 2 different body stem separators to remove the restoration modular stem from the pt and the collet portion broke on both stem separators when trying to separate the cone body from the conical stem.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.